Event description:
It was reported that the patient presented to the clinic. Upon device interrogation, the atrial lead demonstrated loss of sensing, with no p-waves observed on the electrogram (egm), and loss of capture. Further evaluation revealed that the rv lead was dislodged, which was confirmed by fluoroscopy. The physician elected to perform a lead revision. During the procedure, upon opening the pocket, it was noted that a suture was missing from the suture sleeve, allowing the lead to move freely through the sleeve. The dislodgement was determined to be due to improper lead tie-down. As a result, the atrial lead was explanted and replaced. The patient remained stable throughout the procedure.